Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: user facility medwatch received: (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that it was received with the firing mechanism jammed. In addition, the advancer tip was noted to be bent. No further functional testing could be performed due to the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted inside the shaft assembly which caused the device not to fire. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the first device fired and the clips were curling and not locking. A second device was pulled and the same thing occurred. A third device was pulled to complete the procedure. There was no patient consequence reported.